Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ra lead was explanted and replaced due to an unspecified issue during rv lead revision procedure. The patient was fine post-procedure. No further information was available at this time.